Manufacturer narrative:
(B)(4) - both the ivus catheter and the guidewire was returned to the MFR for evaluation. The devices were visually inspected. Multiple kinks were observed in the guidewire. Significant damage was observed in the distal shaft of the ivus catheter. The end of the distal tip was bunched. The microcables are broken and the inner lumen looks like an accordion and twisted. The outer shaft was deformed as though it had been stretched and compressed. Based on the physical examination of the device, it appears the device was loaded over the guidewire incorrectly and the guidewire punctured the inner lumen. Once the lumen became sufficiently torn, the inner lumen became bunched up at the distal end of the distal shaft trapping the guidewire. It is reasonable to conclude both the significant stretched distal shaft and the damaged observed on the distal tip are due to attempts by the user to remove the guidewire from the catheter by pulling on it with excessive force. The IFU states: "the eagle eye gold device is a delicate scientific instrument and should be treated as such." And "when inserting the guide wire, both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use." The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. No further action is required.

Event description:
It was reported that the physician had difficulty loading the ivus catheter and .014" guidewire (different MFR). Before the ivus catheter made it all the way through the guidewire, the ivus catheter became stuck with the guidewire. A new guidewire and ivus catheter were used, loaded without any problems and used for the procedure. It was reported that the pt did not experience any adverse events or injury and was being prepped for discharge as expected.